Event description:
I have used clear care contact lens cleaner made by alcon (https://clearcaresolution.myalcon.com) for a number of years at the recommendation of my health care provider. The cleaner consists of hydrogen peroxide and an agent that neutralizes the caustic effects of the hydrogen peroxide with the passage of time. The instructions say that lenses must be treated for a minimum of six hours, which I always do. Over the last year or so, I think they have cut back on the amount of neutralizing agent so that there is not enough of it to neutralize the amount of hydrogen peroxide that comes in the bottle. The result is that when I put my lenses in, my eyes are burned by the hydrogen peroxide. This has happened a number of times, the last time was on march 25th when my bottle of solution was more than half full.